Manufacturer narrative:
(B)(4). Batch #u5c025. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no reload loaded on the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted. Once the device completed the firing sequence, the knife returned home as intended. The knife reverse button worked properly during testing. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic anterior resection, the knife did not return to home position at the second firing. The knife reverse switch was used to return it. The device was used on the rectum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.